Manufacturer narrative:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. Additional information indicates the olive wire came in contact with another device, causing the tip of the olive wire to break. The case was successfully completed with no additional patient outcomes. The device was returned for evaluation and the analysis found a portion of the fluted tip broke off right before the end of the fluting, where it meets the shaft of the device. There was no other visible damage to the device, aside from normal wear from use. The olive wire is provided to customers within a sterile kit and marked single use. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is the olive wire broke due to impact with another device. The product is manufactured with implant grade material and the case was successfully completed with no report of impact/injury or case delay, nor have any adverse events previously been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803.